Event description:
According to the reporter, they had a bravo capsule which failed to detach from the delivery device, and when the device was removed from the patient the capsule fell off the delivery device outside the patient. There was no harm to the patient and it is not stated if the defective device will be returned.